Manufacturer narrative:
The company representative replaced the cable between the display panel and inverter pcb (part number: 0012-00-1558). He also replaced three different labels (0334-00-1810, 0334-00-1809, 0334-00-1811 and 0334-00-1810-01) that were damaged when disassembling the monitor. The iap was tested to factory specification. It functioned normally and was returned to the sales department. (B)(4).

Event description:
During a routine check of the iabp, the company representative observed that the waveform display panel jittered and flashed intermittently. No patient was involved.